Event description:
Luer adapter was hard to remove from arterial access port at the end of the procedure. Luer was released from port but also disengaged vacutainer holder and the healthcare worker sustained needle stick on her hand. Healthcare worker was started on (B)(6).

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.